Manufacturer narrative:
The device was returned for evaluation. During investigation, a tear was found on the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear. This resulted in a leak on the fluid path, which caused corrosion on the mechanism rail. In addition, cracks were observed on the housing of the returned device. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 300 mg/dl while wearing the pod between 1 and 4 hours. As treatment, mother states she gave a correction bolus to regulate high bg levels.